Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf showed the ¿return line air detector failed fluid check¿, which is considered to be a fail-safe alarm. This alarm occurs if the system detects air after the return line prime sub-states which is before the patient is connected. This alarm ends the procedure and forces the operator to load a new set as the existing set cannot be reused because it had already been primed and contains fluid. Root cause: although a definitive cause remains undetermined, possible causes include butare not limited to: inadequate squeezing of drip chambers to ensure they are filled with fluid. Foam or air in the return line. Defective return line air detector. Corrective/preventive action: an internal CAPA has been initiated to improve the reliability of the rlad during prime.

Event description:
No patient was connected at the time of the event. No patient information is reasonably known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Event description:
The customer reported that during a procedure, air was observed in the return line. There were no alarm indications by the machine. Patient outcome is unavailable at this time. Due to EU personal data protection laws, the patient information is not available from the customer. The disposable set is not available for return because it was discarded by the customer.